Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. As part of the service call, the fse tightened the lemo connection. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported functionality lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.